Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(6). Review of the most recent repair record determined the rpms were erratic and the control bar was not in the correct position. The reciprocation arm, shaft bearing, sleeve bearing, control shaft, and other worn parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that during surgery, the unit made a noise and ripped graft. The first graft was damaged and could not be totally used. An additional unplanned skin graft was needed in order to complete the surgery. No sutures were needed, only a bigger surface was taken. There was a surgical delay for about 20 minutes and the patient was under general anesthesia. Another device was used to complete the surgery. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.